Event description:
The maryland bipolar forceps instrument was returned without any reported issue from the site.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's main tube had scratch marks/abrasions. Distal end of main tube had scratch marks with light material removal. The scratches were not aligned with the axis. Additional findings found the instrument bipolar pins were bent. Evidence not conclusive, but failure analysis concluded that the bent bipolar pins damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. If the findings of scratch marks with light material removal found during the investigation were to recur could cause or contribute to an adverse event.